Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen was cracked at the bottom, resulting in impaired usability and the need to discontinue use of the device while awaiting a replacement; blood glucose values were reported as normal at the time of the call, and the user transitioned to multiple daily injections. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of pump therapy and use of alternative diabetes management, with no hospitalization. Investigation included collection of device use history and user-reported condition of the device, along with return logistics for further assessment. Investigation of this case revealed a damaged display consistent with external physical damage to the pump¿s enclosure, which impaired normal operation. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage rather than a device malfunction.